Event description:
The surgeon performed a partial knee arthroplasty using mako's robotic arm interactive orthopedic system (rio) on (B)(6) 2010. During burning of the tibia, the surgeon observed the bone model had a large section of "false bone" that was not observed clinically, making it difficult to view the desired resection in the posterior aspect of the tibia. The surgeon then had difficulty inserting the tibial trial and observed the surface appeared to be angled in valgus. The surgeon proceeded to complete the case, and a successful outcome was reported.

Manufacturer narrative:
As part of normal complaint follow-up, an eval was performed by mako surgical with regards to the robotic arm interactive orthopedic (rio). The eval revealed that the cause for the visual anomaly on the posterior tibial plateau was a result of overlapping segmentation contour lines generated from the CT segmentation page. A guideline for segmentation is to use as few seed points as possible while capturing the contours of the bone; a large number of points were used in this case. The investigation result was provided to the training department to include as part of the makoplasty specialist (mps) training curriculum.